Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 184, 166 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 80-85mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store product in the kitchen. Customer advised of the proper storage. The test strip lot manufacturer's expiration date is 9/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 121mg/dl (B)(6) 2016 07:48 am fasting: yes; 184mg/dl (B)(6) 2016 08:55 pm fasting: yes; 146mg/dl (B)(6) 2016 07:37 pm fasting: yes; 166mg/dl (B)(6) 2016 12:57 pm fasting: yes; 180mg/dl (B)(6) 2016 03:00 pm fasting: yes. Memory concerns: the customer is concerned with the results of 184, 166 and 180mg/dl in the meter's memory. Customer tested the blood sugar in the mornings and evenings fasting. No back to back test was done since the customer does not store the products correctly. The customer manages the diabetes with diet and exercise.